Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found no non-conformances and product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced redness at her scs ipg site. The patient was seen by her physician and redness was noted at the ipg site, but- no drainage. The patient was treated with a dose of IV antibiotics and prescribed oral antibiotics. Follow-up identified the patient's physician assistant reported the patient's ipg site is cleared. The reported issue is resolved.